Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer stated that insulin was squirting out. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.